Manufacturer narrative:
No malfunctioned alleged. Device has been in service for 5 years with no reported incidents. Information available indicates user did not have the chair fully opened. Users' guide was reviewed and states the following warning; keep hands and fingers clear of moving parts to avoid injury. Do not place hand or fingers on the underside of the seat frame when opening or closing the wheelchair. Manual further advises to push down only on the top surface of the frame rail. Information suggests that proper opening technique as described within the user guide was not followed. Information indicates chair is still in use and return is not anticipated.

Event description:
When pushing on the seat to open the wheelchair, the seat snapped into place and allegedly pinched the tip of the right hand finger off.